Manufacturer narrative:
H3:product analysis confirmed that the bur was found stuck in the (handpiece) collet; it was noted stuck bur was removed and found ( handpiece) bearing radial and washers were corroded and were replaced. Visually, a broken portion of the inner shaft 2.89 inches in length was returned and the shaft connected to the inner hub was broken 0.58 inches from the distal end of the hub. Under magnification, there were striations at one end of the break point on the broken portion of the shaft. Additionally, there was deformation in the distal outside diameter of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.347 inches in the deformed area which was out of specification. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, inappropriate shaver piece was used in m5 and has therefore stuck in shaver. There was no patient involvement.